Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the main enhanced half height drawers 4-1 and 4-2 were not detected on bus. A field service engineer (fse) removed and replaced both retractor bands issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers were failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve medication from another station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report of the es drawers failed was confirmed during fse testing. According to work order (B)(4), field service engineer (fse) found that the medstation main enhanced half height drawers 4 1 and 4 2 were not detected on bus. Fse removed and replaced both retractor bands. Finally, hta testing was performed, and it passed successfully with no further issues. Dchu investigator received two assy retractor dwr hh cubie in good condition, with no visible damage or any anomalies observed. Dchu performed continuity testing on both received retractor band using a calibrated digital multimeter (dmm) on an esd protected surface. The assessment confirmed that one retractor band presented cross continuity between the pins which is not the expected output, while the retractor band 2 passed continuity and full hta testing with no anomalies observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the failure of the medstation es main drawer 4.2 pkt e1 was determined to be caused by cross continuity between two pins identified during continuity testing on retractor band 1. This unintended electrical connection can lead to a systemic failure, such as the drawer not being detected on the communication bus.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers were failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve medication from another station. As per part investigation, it was determined that drawer failed because cross continuity between two pins on retractor band. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers were failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve medication from another station. There were no adverse events or injuries reported due to this event.